Manufacturer narrative:
(B)(4) cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The unit generated no software warnings or errors. Patient data backup was performed successfully with returned gsm modem. Unit passed connectivity portions of diagnostic test. No additional complaint is required. The cause of the reported event remains unknown as visual inspection did not reveal damaged to the returned device and accessories. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.